Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 1.2m continued to alarm occlusion. The following information was provided by the initial reporter: new lipid tubing continued to alarm occlusion despite line being patent and no visible issues or kinks in tubing.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 1.2m continued to alarm occlusion. The following information was provided by the initial reporter: new lipid tubing continued to alarm occlusion despite line being patent and no visible issues or kinks in tubing.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by the customer that flow issues occurred in IV tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010453 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.